Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited pace impedance measurements of greater than 3,000 ohms in one of the pacing configurations, during the implant procedure. The physician reprogrammed the pacing configuration and was still getting high out of range measurements. It was noted that the physician used a plasma knife during the procedure. The physician reinserted everything and the measurements were within normal range. The lead remains in service. No adverse patient effects were reported.